Event description:
It was reported that the patient with this tactra penile prosthesis experienced discomfort and pain. The tactra device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.